Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unknown. According to the reporter: the idrive did not recognize reload. The scrub slid the unload button up and down 50 times. Finally it recognized reload but would start articulating itself while no buttons were being pushed. There was no patient injury. There was no buttress material used. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.

Manufacturer narrative:
(B)(4). Evaluation summary - post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No visual abnormalities were noted for the device. Functional testing was conducted using a test handle and reload in conjunction with the returned device. The functional testing of the returned device confirmed that it did not meet quality release specifications that were tested regarding the reported condition due to the device initially not recognizing a reload and the reported condition of reload not recognized was confirmed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The switch used in this device is not sealed allowing potential contaminants to render the switch non-functional. Current production utilizes a sealed switch configuration. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. (B)(4).